Manufacturer narrative:
(B)(4). Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify audio/vibrate alarm and e13 alarm due to no button response. However, keypad flattened button dome switch (creased) was found on act. No unexpected blank display anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. The customer's blood glucose was 136 mg/dl at the time of incident. The insulin pump was returned for analysis.